Event description:
It was reported that at the beginning of the device check the predicted longevity was 8 months, but during the check, the device went to recommended replacement time (rrt) with loss of capture and high battery impedance was also observed. Attempts to reprogram out of vvi65 were unsuccessful. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 implantable pacing lead (B)(6) 1992. (B)(4).